Event description:
The clinician reports the implant was inserted (B)(6)2013 in fdi 27. Details of surgery: sinus augmentation. On (B)(6)2019, loss of osseointegration was verified. Patient presented with bone type iii and bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, pain, mobility, swelling, bleeding and hypersensitivity. No further patient complications were reported.